Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the red battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support for high-risk percutaneous coronary intervention. While on support, the automated impella controller (aic) experienced a battery failure red alarm with no resolution specified. No patient harm was reported.